Manufacturer narrative:
On 12/19/2016 aso has not received information about the lot number and return of unused samples from the consumer. However aso has verified records of biocompatibility testing. No lot number provided by consumer.

Event description:
Consumer stated she had an allergic reaction to the adhesive on the bandages. Had no reaction to the rectangular pad in the center. She had a burning sensation after applying bandage and asked to confirm the composition of product.